Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence, uterine leiomyoma, and menorrhagia. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, bowel problems, bleeding, and vaginal scarring. It was reported that the patient underwent excision of mesh on (B)(6) 2011 due to mesh protrusion and erosion. (B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted. It was reported that the patient underwent excision of mesh on (B)(6) 2012, due to complications of previous sling placement with exposed sling mesh. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with laparoscopic supracervical hysterectomy and cystoscopy.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection and incontinence. (B)(4).